Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and non-guidant lead system displayed an elevated out of range and fluctuating shocking lead impedance.